Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." And "loosening or migration of implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity. " this report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient reported that patient underwent m2a hip arthroplasty on (B)(6), 2004. Subsequently, patient was revised on (B)(6), 2012, for an unknown reason. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received from patient's legal counsel reports the right hip revision was performed due to patient allegations of pain, dysfunction, loss of range of motion, and lack of mobility. Lawsuit further alleges the presence of no bony ingrowth to cup and metallosis during the revision procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product and lot identification necessary to review manufacturing history was not provided. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-01626 and 2014-07079).

Event description:
Legal counsel for the patient reported that patient underwent m2a hip arthroplasty on (B)(6) 2004. Subsequently, patient was revised on (B)(6) 2012, for an unknown reason. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received from patient's legal counsel reports the right hip revision was performed due to patient allegations of pain, dysfunction, loss of range of motion, and lack of mobility. Lawsuit further alleges the presence of no bony ingrowth to cup and metallosis during the revision procedure. Additional information received in patient medical records indicates patient right hip revision performed on (B)(6) 2012 was due to loosening of acetabular component. The patient's operative report noted the loose acetabular component and metallosis.

Event description:
Legal counsel for the patient reported that patient underwent m2a hip arthroplasty on (B)(6) 2004. Subsequently, patient was revised on (B)(6) 2012, for an unknown reason. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.